Event description:
It was reported that during a prostatectomy procedure, there was a cutting clip. The incident occurred since the first clip; the surgeon did four or five firings then stopped. They were used on pelvic lymphatic vessels (small ones). There was no torquing of the device. The surgeon did not hear unusual noise but he is not sure of that. He did not feel forces higher. The clips cut the vessels. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Hoop spring. The analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. Additionally, the antibackup feature was noted non-functional causing malformed clips. However, this finding is not related with the incident reported is unrelated with the incident reported. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.